Manufacturer narrative:
A steris service technician arrived onsite following the event to inspect the amsco 5052 single-chamber washer/disinfector and was unable to duplicate the reported event. Upon inspection, the technician found the doors and obstruction safety bars to be functioning properly without issue. The reported event is attributed to user error as the employee should not have tried to manually remove the obstruction from the door. The amsco 5052 operator manual states, "if an obstruction is present at the bottom of the wash chamber door, do not attempt to remove the object. A door safety sensor on the door button detects the obstruction. Door automatically stops from closing and opens completely." The technician counseled the user facility on the importance of following proper procedures for removing obstructions from the washer. No additional issues have been reported.

Event description:
The user facility reported that their amsco 5052 single-chamber washer/disinfector alarmed and that the door was obstructed. As an employee went to remove the obstruction, the door lowered and contacted their hand resulting in an injury. Medical treatment was sought and administered.